Event description:
It was reported that the patient had slowly increased oxygen requirements through the afternoon and was placed on high-flow nasal cannula (hfnc) at 60% fractional concentration of inspired oxygen 2/60 liters per minute flow at the beginning of the night. The initial plan was to continue oxygen support with hfnc/bilevel positive airway pressure, increase inotropic support mildly and to be more aggressive with diuresis that worsened acutely over the span of approximately 10 minutes. The patient presented with agonal breathing, profound acidosis and saturation of peripheral oxygen in the 70s and mean arterial pressure (map) in the 40s-50s. Emergent intubation was performed bedside and inotropic and vasopressor support was escalated to support hemodynamics, including bolus doses of phenylephrine and epinephrine. The patient was intubated successfully and arterial blood gas improved. The bedside point-of-care ultrasound demonstrated severely dilated right ventricle. The patient was reintubated for volume overload and respiratory failure. The right ventricle was found to be depressed on echocardiogram (echo) and the patient needed more diuresis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that following index procedure, the patient tested positive for pseudomonas aeruginosa on (B)(6) 2022. The infection was treated with antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13jan2022. The heartmate 3 lvas instructions for use (IFU) lists respiratory failure and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6), including the applicable sterilization and packaging documentation, were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket), respiratory failure and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Section 6, "patient care and management" (under "right heart failure"), discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.